Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, and deflation.

Event description:
Healthcare provider called to report left side capsular contracture baker grade IV. Healthcare professional later reported left side "2 punctures in the implant". The device has been explanted.

Manufacturer narrative:
Device evaluation analysis of the returned device identified: white particles outer device and opening curved on anterior leak test and microscopic analysis was performed which identified: striated opening on anterior and plug strap, non-penetrating nicks, observed void >1 mm in non-textured, valve-to shell-bond area, brown particles in the fill channel, creases fold and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior and plug strap assessed as surgical damage.

Event description:
Healthcare provider called to report left side capsular contracture baker grade IV. Healthcare professional later reported left side "2 punctures in the implant". The device has been explanted.